Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor experienced no image. The issue occurred during set up. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance support (tac) had advised to toggle between the port a and port b. Customer turned the monitor off and on to light up the control panel. Customer had an image. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.